Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's knee was revised due to aseptic tibial loosening and subsidence at cement to implant interface . The patient's primary attune fixed bearing tibial base and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. There was no cement attached to the underside of the tibial base, which would suggest that there was a flaw in the design of the tibial base according to the surgeon depuy smartset gmv bone cement was use during the primary procedure. The lot numbers for the cement used is not available, since it was ordered directly from depuy by the hospital. Doi: (B)(6) 2017. Dor: (B)(6) 2023. Affected side : left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination found signs of micromotion on the bottom surface of the device, confirming the reported allegation of loosening, however not enough evidence of device migration was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.